Event description:
It was reported broken catheter 16 cm from exit-site. During infusion, patient complains of axillary discomfort. Unusual noise during flushing maneuvers. PICC removed with presence of fissure at 16 cm. PICC implanted on 11/04, fixed with secur-a-cath and glue on exit-site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported broken catheter 16 cm from exit-site. During infusion, patient complains of axillary discomfort. Unusual noise during flushing maneuvers. PICC removed with presence of fissure at 16 cm. PICC implanted on (B)(6), fixed with secur-a-cath and glue on exit-site. Additional information received 6/18/2023: "the patient had no complications, only discomfort. The PICC used it for chemotherapy."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed but the cause is unknown. A single video was supplied of the implicated single-lumen powerpicc catheter. The catheter had been removed from the patient prior to taking the video. When the user attempted to flush the catheter with a clear liquid, a spraying leak was observed emanating from the catheter shaft between the 16cm and 17cm depth markings. There were no distinguishing features visible in the returned video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported broken catheter 16 cm from exit-site. During infusion, patient complains of axillary discomfort. Unusual noise during flushing maneuvers. PICC removed with presence of fissure at 16 cm. PICC implanted on (B)(6), fixed with secur-a-cath and glue on exit-site. Additional information received 6/18/2023: "the patient had no complications, only discomfort. The PICC used it for chemotherapy".